Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with length of the device may have been due to a potential measurement error of device at implant procedure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was oversized, so it was removed and replaced. No patient complications reported.